Event description:
On 2026-jan-12 additional information was received from the healthcare provider (hcp): the hcp reported that they had not seen the patient since 2024 and they were not notified of the issues, but stated that the cause was likely how thin the patient was which led them to feel the ins. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the ins sticking out was determined. Patient stated the battery and wires were sticking out and they came out of surgery like that . Patient was told they would not be seen yet it was obvious. Patient stated another surgery would take care of it but they do not want another surgery and they regret getting it. It was reported that the issue was not resolved and no further action would be taken.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2wdfj implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the agent received a call from the patient in regards to the therapy not working. The caller stated that they were still having issues with diarrhea and that the therapy had never worked. The caller stated that probably 85% of their days this whole year with diarrhea. The patient said they had fecal incontinence even if it was not diarrhea and they still did not get any kind of forewarning that they need to go to the bathroom. The caller stated that they had problems holding and their sphincter muscle doesn't really work. The caller stated that they hadn't made any adjustments and the last time they made an adjustment was in (B)(6) 2024. The agent reviewed different programming options with the caller. The agent walked the caller through the steps of connecting to ins and caller confirmed that they were able to change programs. The caller stated that they weren't even sure if the doctor placed the device correctly as it sticks out below the skin.